Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. At an unspecified time, the primary tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the male adapter of a needleless valve connector of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time after the piggyback delivery was started, the pump alarmed for occlusion. At this time, the nurse disconnected the needleless valve connector from the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer identified one possible lot number (plots). The possible lot number is 251265h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.